Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that she was nauseated, throwing up and had diarrhea. She also experienced high blood glucose level and had ketones. She visited the emergency room and was then admitted to the hospital with blood glucose level at 500 mg/dl. When she removed the set, it was found that the site was bent. She received insulin and fluids via intravenous route in the hospital. The infusion was last changed a day before hospitalization. Thereafter, the doctor had her on manual shots until she received the replacement pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.